Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Rhythmcare discussed the noise is consistent with the sense b circuit. Rhythmcare then provided further troubleshooting options to be considered at the next follow up appointment including recommending an x-ray to evaluate system integrity. This system remains in service. No adverse patient effects were reported.